Manufacturer narrative:
Correction: please note the codes in section have been updated at this time. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
The device was used for an off label indication. The therapy was used to treat treatment resistant alcoholism. (B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative the patient¿s implantable neurostimulator (ins) experienced ¿battery depletion after six months¿ and that this was a case of ¿premature battery depletion.¿ it was noted the ¿battery depletion occurred within one year [of implant] although the patient was only stimulated during six months of the year (only half of the time).¿ the patient reportedly used ¿very high stimulation energy¿ during the active stimulation phases. The ins was interrogated on (B)(6) 2015 and it was noted the patient's left program was set to 6 volts and their right program to 5.5 volts. Though surgical intervention was not yet performed at the time of report, it was planned to replace the ins. It was unknown whether the replacement procedure had been scheduled yet at the time of report. It was noted the patient's indication for use was treatment resistant alcoholism. Additional information was requested; a supplemental report will be filed if additional information is received.